Event description:
Related manufacturer report number (B)(4). Additional information was received indicating the physician does not suspect the performance of the device caused or contributed to the event. There is no allegation on the device. The device was explanted and replaced for an unspecified reason during an unrelated procedure.

Event description:
It was reported that noise was noted on the device. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted, however, no intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.